Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The kinked tubing was replaced and canister replaced to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient injury.